Manufacturer narrative:
The device has not yet been explanted. If it should be, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient was seen at the clinic for a routine mapping appointment. Testing showed that the implant was malfunctioning, even though the patient was reportedly hearing well with the device.